Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that reservoir compartment was cracked and a piece was chipped off. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.